Event description:
The patient reported that on (B)(6) 2022 the needle button on the v-go released on it's own. The patient applied the v-go device to her abdomen. Patient stated that the needle button released on it's own while patient was sleeping and could not confirm if the v-go device had been bumped in any way.

Manufacturer narrative:
The device was returned and evaluated. The evaluation result is as follows: one device was received and evaluated for the complaint regarding the needle button released event. Device #051320-a was inspected and the reported complaint about this device could not be confirmed.